Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: there was a crack in the battery compartment. The battery cap was not returned with the pump, and a test battery cap was not to tighten onto battery compartment. Power loss was duplicated due to the cap detaching, the o-ring was visible but could not completely tighten due to battery compartment crack. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed cracked battery compartment and a dim pink display. This report is made based on the results of an investigation completed on (B)(4) 2013.